Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the patient woke up this morning with blood glucose over 400mg/dl due to the fact pump switched off during the night. The customer¿s blood glucose level was 296mg/dl at the time of the incident. This was the third time this has happened. Replace battery now without prior low battery. As this was the third occurrence, the patient was advised to contact hospital to have pump replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing's including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the pump trace download.